Manufacturer narrative:
(B)(4). Additional information requested and obtained: can you please confirm whether the product involved in this event was a tr45w or an ats45? Are all five tr45w cartridge reloads from lot r40r49 or just one tr45w reload? Please confirm all product codes and lot/batch numbers of all products involved in this event. Response: no further additional information available.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: for the first firing of the stapler: did the device lock-out (no staples deployed and no cut line started)? Or, did the device partially fire (start to deploy staples and cut but could not be completed)? Or, did the device staple the tissue, but not cut the tissue? If staples did deploy were the staples formed in the proper closed b-formation? If the stapler did fire was the staple line complete? If no, please explain. For the first second firing of the stapler: did the device partially fire (start to deploy staples and cut but could not be completed)? Were the staples that deployed into tissue formed in the proper closed b-formation? If no, please explain. What is the current patient status? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain. No further additional information available.

Event description:
It was reported that the stapler did not cut. The second reload stapled only half of the clips .